Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A follow up scan showed the neck is 15 mm in length with a diameter of 24 mm, 29, 30 and 31 from proximal to distal. Aneurx bifur is 15 mm distal to the lowest renal artery and there is a large proximal type I endoleak noted. Currently the aneurysm is 103 mm in diameter. The right common iliac artery is 2.5 - 3.0 cm in length and it is slightly dilated (suggested extending the right limb down to the hypogastric artery with either 16x16 or 16x20 limb). There was no distal type I endoleak however contrast did fill proximal to the distal end of the stent grafts. A secondary intervention was done and a 36x36x70 endurant graft was placed below the renal arteries into the existing 28mm aneurx graft. Because of the angle in which the aneurx graft had migrated it caused the graft to tilt lower on the left aortic wall resulting in a proximal type 1 endoleak on the left side. The physician then decided to place a 36x36x49 endurant graft more proximal sacrificing a right accessory renal artery. This took care of the proximal type 1 endoleak however the physician noticed avery slight type 3 endoleak which the physician felt was caused by the large 36mm cuff inside the 28mm graft, which was causing some infolding. He re-ballooned the overlap but there was still a very slight type 3 endoleak. He decided to end the procedure there feeling it would thrombose off and check it on the 30 day follow up CT. No additional clinical sequelae were reported and the patient is being monitored. Film review evaluation: review of cta¿s 7 years post-implant revealed that the aneurx bifurcate was in the aaa sac; 2 - 3 cm below the renal arteries. The infrarenal neck was angulated 50deg l-r down to the proximal margin of the aneurx. The neck diameter just below the renals was 20 x 24mm, and stent graft proximal od measures 28mm. The aortic body is angulated 60 deg r-l and 60 deg a-p to the distal limbs. The max aaa diameter is 10cm and there is a proximal type I endoleak. The ipsi limb + extension were positioned into the left common iliac artery. The distal left limb od measured 20mm. The contra limb + extension were positioned within the right common iliac artery. There was contrast seen distal to the right limb; however, contrast was not present within the distal aaa sac. The distal right limb od measured 17mm and the iliac artery ID at that location was 25mm. Both limbs were patent without any kinks or compression seen. No other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak is unknown. Earlier follow-up images were not available for review. It is possible that disease progression and neck angulation may have contributed. Disease progression may have also occurred within the right common iliac artery. Images during the recent intervention were also not available for review, and the cause of the reported proximal type I , infolding and type iii junctional endoleak could not be confirmed. Neck angulation may have contributed to the proximal type I endoleak, and component oversizing may have contributed to the infolding and junctional type iii.

Event description:
Additional information received reported that the follow up CT scan showed the slight type iii endoleak resolved and the patient is doing fine.

Manufacturer narrative:
(B)(4).